Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing, the reported problem was confirmed, caused by a faulty cable. In addition, a label on the rear cover was detected, and the UDI label could not be scanned due to deep scratches. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A customer reported to olympus an e224 communication error when preparing the autoclavable camera head for use in an unspecified procedure. There was a delay of less than 5 minutes to obtain a replacement device. There were no reports of patient harm.